Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The device underwent visual, dimensional and functional analysis. Visual inspection revealed a kink on the flex shaft approximately 18¿ from the distal end of the handle, likely due to the return shipping of the device. During functional testing, the balloon was inflated and a pinhole leak was observed on the crimp balloon, confirming the complaint. Dimensional analysis was performed. The wall thickness being out of specification could cause the balloon wall to be weaker and result in the observed hole. Double wall thickness measurement was taken on the crimp balloon distal to the observed pinhole. Proximal measurement was unable to be taken due to the pinhole being near the balloon shaft. All measurements met specification. During manufacturing the delivery systems undergo multiple 100% inspections by manufacturing and quality. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint of ¿balloon ¿ leakage¿ was confirmed. A cut/tear was observed on the crimp balloon. It is unlikely that the delivery system left the manufacturing site with a longitudinal tear on the balloon, as all devices are 100% leak tested as described above. Per the cer, hemostats were used to remove the balloon cover. Although a cut through the balloon material due to the use of hemostats would have been detected during device preparation (de-airing), it is possible that surface damage, which did not go completely through the balloon wall was present. This would have allowed the device to be de-aired successfully. Later, pressure in the balloon during inflation process may have caused a hole in any damaged area, leading to the observed pinhole. However, there is not enough information provided to confirm that the above scenario is the root cause of the complaint. No manufacturing or IFU/labeling inadequacies were identified. There is insufficient information to determine a root cause. Review of complaint history for march 2017 revealed that the occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, a pin whole leak was observed in the material underneath the balloon. The first valve was deployed in a 90:10 aortic/ventricular position, as intended. After removing the device it was noticed that the insufflator had blood in it, but it appeared on angio that full inflation had been achieved. The post deployment echo showed moderate/severe paravalvular leak (pvl). The commander balloon was tested on the back table, and a pin whole leak was observed in the material underneath the balloon. A second commander delivery system was prepped and used to post-dilate the valve. After post-dilatation with an extra 2cc¿s of volume, the moderate to severe leak was still present, therefore the decision was made to place a second valve in a more ventricular position. The second valve was deployed without incident, and the moderate/ severe leak was reduced to mild. Additional information provided indicated a hemostat was used to assist in the removal of the balloon cover of the first delivery system. The balloon, however, was not believed to have had a whole prior to use but until after deployment as no air was pulled during the prepping of the valve.